Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 800 mcg/ml compound ed baclofen at a dose of 322.20 mcg/day, 10 mg/ml morphine at a dose of 4 mg/day, and 25 mg/ml bupivacaine at a dose of 10 mg/day via an implantable pump for intractable spasticity. It was reported that the patient stated that two weeks ago, she started to notice symptoms of withdrawal (nausea without vomiting and subjective fever). The patient stated that she went to her doctor for a refill on (B)(6) 2017 and the pump did not have any fluid and the patient was sent to the emergency department. The pump was interrogated and there were no events noted in the logs. The pump showed that the expected volume was 7.3 ml. The pump/full system was replaced on (B)(6) 2017. It was stated that despite multiple attempts to pull air or medication out of the reservoir, there was no fluid in the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight was asked, but unknown. The patient¿s medical history included chronic pain. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.